Event description:
It was reported while unloading the empty cot, the first release bar allegedly did not catch the hook and the cot began to come out of the ambulance. The medic had to assume the weight of the cot until additional assistance arrived and is alleging lower back pain; however no medical intervention was sought. It was reported the same incident occurred later in the day with another medic but no allegation of injury was reported in that instance.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. A visual and functional evaluation was conducted. The cot was loaded and unloaded from the ambulance multiple times and the cot engaged with the safety hook each time. The reported issue could not be duplicated. The IFU provides clear instruction on unloading the cot and verifying the cot has engaged with the safety hook prior to pulling the cot past the threshold.

Event description:
It was reported while unloading the empty cot, the first release bar allegedly did not catch the hook and the cot began to come out of the ambulance. The medic had to assume the weight of the cot until additional assistance arrived and is alleging lower back pain; however, no medical intervention was sought. It was reported the same incident occurred later in the day with another medic but no allegation of injury was reported in that instance.